Event description:
It was reported that a caregiver experienced difficulty attaching the insulin delivery connector during a supply change, as the connector would not turn and lock despite completing a rewind; switching to a new connector resolved the issue, and insulin delivery resumed after guided troubleshooting and education. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no alarms. Customer care provided remote troubleshooting with confirmation of correct setup steps and replacement of the connector. Investigation of this case revealed a connector attachment failure isolated to a single disposable connector, which was resolved by using a new connector, indicating a probable component fit or engagement issue without device alarm or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a product interaction or component compatibility issue limited to the individual connector.